Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. The instrument gave a delta check, which indicated that the result was different than the previous result for the patient. The customer released the elevated result. The customer ran multiple ltni samples on the instrument and could not replicate the issue. The customer stated that the operator poured off sample into a cup, as they thought that it would run faster, and it was already on the instrument and scheduled to be run from the tube. The customer declined the service offered by the ccc specialist, as they believed the issue was due to the use error. The siemens headquarters support specialist (hsc) reviewed the event data and determined that it was indicative of no sample being delivered. The customer believes that the operator moved the tube while it was being processed on the analyzer, resulting in the short sample. The cause of the discordant, falsely elevated result ltni result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated cardiac troponin-I (ltni) was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. A new sample was obtained from the patient and was tested for ltni on the same instrument, also resulting lower. The repeat result was reported as a correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.